Event description:
It was reported the patient is deceased. The cause of death was listed as refractory septic shock. Additional information was requested; however, it was denied and no other information is available or known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.